Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 46-53 mg/dl were recorded by continuous glucose monitor (cgm) from 8:49:40 am to 9:34:40 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:49:40 am. A 249% temporary rate was started at 2:34:34 am for 4 hours on (B)(6) 2020. A 249% temporary rate was started at 6:56:21 am for 4 hours on (B)(6) 2020. It is possible the user¿s personal profile settings need adjustment. On (B)(6) 2020, at 2:56:38 am and 6:55:26 am, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 40-52 mg/dl were recorded by continuous glucose monitor (cgm) from 5:09:40 pm to 5:54:43 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 5:09:40 pm. Blood glucose (bg) values from 43-53 mg/dl were recorded by continuous glucose monitor (cgm) from 6:34:41 pm to 7:34:41 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 6:29:40 pm. On (B)(6) 2020, at 2:00:36 pm and 2:04:32 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl. Customer lost consciousness and required assistance addressing bg level with glucose gels and boosters. Customer alleged pump did not deliver insulin as intended. Reportedly, the pump resumed insulin after the customer had manually suspended insulin. Reportedly the customer reverted to manual injections for insulin therapy.